Event description:
Additional information received identified that effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure on 22 oct 2020, the physician had difficulty accessing the epidural space and two dural punctures resulted in cerebrospinal fluid leakage. The physician attempted a blood patch but was unable to draw blood from the arm.